Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was rushed to the hospital while unconscious. After arrival at the hospital, the device was checked, and it was found the patient was in ventricular arrhythmia, which was treated by therapy. It was also noted that low, out of range high voltage impedance was observed that prevented the delivery of therapy from the device. Further review of the data indicated that the device appeared to have appropriately detected ventricular arrhythmia and exhausted all therapies. At the first shock, the algorithm switched the shock configuration. All therapies were unsuccessful, and the arrhythmia accelerated from ventricular tachycardia to ventricular fibrillation as the episode progressed. The patient later passed away. The cause of death was old myocardial infarction and sudden cardiac death/ventricular tachycardia.